Manufacturer narrative:
The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product dfu. The manufacturer internal reference number is: (B)(4).

Event description:
After further review of information received there was no active inflammation, the posterior chamber implant (pci) in place, clear and centered. The retina was flat. The doctor continues the surveillance for screening for late complications. The patient has recovered.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported at post operative day four a patient experienced acute endophthalmitis, corneal edema, vitritis and hypopyon. This was the first cataract extraction procedure with intraocular lens implant (iol) implant of the day. During the procedure the saline needed to be changed mid case. The surgeon was not sure if infusion had stopped at that point. The patient was hospitalized from (B)(6) 2019 through (B)(6) 2019. An aqueous tap was performed, results revealed (B)(6). The patient required intravitreal injections and possible intravenous treatment. The patient is recovering. Additional information has been requested and received. This one of two reports from this facility.